Event description:
It was reported the physician found that blood leaked from the valve of the swartz introducer during the procedure. A biosense webster navistar thermocool catheter was inserted and withdrawn several times prior to the noted leak. A new introducer was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.